Event description:
It was reported that there was a drug leak, requiring catheter replacement. A 135x50cm ekosonic endovascular device was selected to treat a superficial femoral artery thrombus post-impella removal. The catheter was placed around noon, and later that evening, the nurse reported that the leg was completely colorless and had no distal pulses. They were palpable before placing the ekosonic endovascular device. The patient was taken back to the lab, where they found the drug lumen had a pinhole that had been leaking the entire treatment time. The patient never received tpa from the first catheter. It was replaced in the lab with another ekosonic endovascular device. The patient was expected to fully recover.